Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00454, 3002806535-2021-00456. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that the patient was seen on (B)(6) 2021 and complained of pain due to a snapping/popping when working out in the gym from 2 years ago. This issue was reported in (B)(4). Per visit notes from (B)(6) 2021, implants are in good position. Diagnosis of right meniscal injury was found and patient was advised to get an MRI done for further evaluation. Patient refused the MRI since his symptoms were mild and will continue taking otc anti-inflammatory meds. Patient is not scheduled for a follow-up at this time.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: no product was returned; visual and dimensional evaluations could not be performed. This device is used for treatment. No compatibility issues were noted. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A review of the complaints database for 3 years prior to the notification date has identified the following: (4) similar complaints for item #159583 (including initiating complaint and (1) linked complaint for same patient).there were (2) additional complaints against the lot #377130 (including initiating complaint and (1) linked complaint for same patient). (3) similar complaints for item #us166577 (including initiating complaint and (1) linked complaint for same patient). There were (2) additional complaints against the lot #3050481 (including initiating complaint and (1) linked complaint for same patient). (7) similar complaints for item #161475 (including initiating complaint and (1) linked complaint for same patient).there were (3) additional complaints against the lot #2407054 (including initiating complaint and (1) linked complaint for same patient). The clinical study patient was seen on (B)(6), 2021 and complained of pain due to a snapping/popping which onset (B)(6), 2019 after using an elliptical bike at the gym. This issue was first reported in (B)(4). Per visit note from (B)(6), 2021, implants are in good position. Diagnosis of right meniscal injury was found and patient was advised to get an MRI done for further evaluation. The patient refused the MRI since his symptoms were mild and will continue taking otc anti-inflammatory meds. Patient is not scheduled for a follow-up at this time. The root cause of the reported adverse event could not be determined with the available information. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any additional information becomes available, then the complaint will be reopened and further investigated. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2021-00454-1. 3002806535-2021-00456-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
8 oct 2021: it was reported, that: "patient was seen on (B)(6), 2021 and complained of pain due to a snapping/popping when working out in the gym from 2 years ago. This issue was reported in (B)(4). Per visit note from (B)(6), 2021, implants are in good position. Diagnosis of right meniscal injury was found and patient was advised to get an MRI done for further evaluation. Patient refused the MRI since his symptoms were mild and will continue taking otc anti-inflammatory meds. Patient is not scheduled for a follow-up at this time". Addi 27 oct 2021: please see attached radiographs.